Event description:
"It was reported there were no problems noted with the ep-xt catheter; however, midway through the procedure using abbott mapping and radiofrequency ablation (rfa), the patient's blood pressure started to drop. Subsequently, the patient's oxygen saturation (sats) and heart rate also started dropping. Cardiopulmonary resuscitation (CPR) was performed until return of spontaneous circulation (rosc) was achieved." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).